Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  Reported by user outside the us. Report reference bfarm 12998/21. Ventilation stopped - the operator stated the patient was harmed (reversible). When the patient is reconnected to the ventilator, ventilation continues as set. In this case, however, reconnection was not recognized due to missing flow and pressure measurements provided by the proximal flow sensor. The ventilator triggered an alarm "external flow sensor failed", indicating a problem with the flow sensor. Based on the given information, we cannot confirm a specific root cause. However, the most likely root cause of this event was due to a compromised flow sensor within the system and suboptimal flow sensor handling caused by a use error, which lead to the ventilator triggering the high priority alarm "external flow senor failed" and consequently not recognizing the reconnection of the patient. The issue is not likely to be serious to public health but is likely to cause serious injury or death to patient if it were to reoccur.

Event description:
Ventilation stopped - the operator stated the patient was been harmed (reversible).

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use. The most like root cause was supposedly a compromised flow sensor. After performing the service routine the device worked again as intended. The patient recovered again after the o2 saturation dropped to 35%.

Event description:
Ventilation stopped - the operator stated the patient was been harmed (reversible).